Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported a vibrate anomaly. Troubleshooting was performed , ran selftest and pump did not vibrate during test. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test. The pump failed the self test due to absence of vibration. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor, and vibrating motor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, label damage, corroded battery tube, and corroded battery tube spring. Vibration anomaly was confirmed during testing due to moisture damage on the vibrating motor. Moisture damage was confirmed found on the battery tube, electronic assembly, force sensor, and vibrating motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.